Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that a malfunction alarm occurred. There was no patient involvement as the customer had not begun insulin therapy with the pump. Customer reverted to an alternate pump for insulin therapy.